Event description:
It was reported that the procedure was to treat a left anterior descending artery. During advancement of a 2.5 x 12 mm trek rx balloon catheter over a balance middleweight universal ii guide wire, the catheter became stuck on the guide wire while still inside the guiding catheter. The balloon catheter and guide wire had to be removed as a single unit. A new balloon catheter and guide wire were successfully used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The trek, is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.